Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. Additional information was requested, and the following was obtained: was the staple line that opened from the contour device? Ans:- contour device was used to cut and staple. Staple line was opened during the firing of circular stapler. What alternatives did the surgeon consider before doing the colostomy? Ans:- he has done hand swen . Was this the initial firing of the contour device or was it reloaded? Ans:- it was the initial firing . Did the patient receive any preoperative chemotherapy or radiation? Ans:- no. When was the staple retaining cap removed? Ans:-it was removed before firing the device. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Ans:- he ensures that the tissue remain between the jaws and take before the cut line. Was the device difficult to close? Ans:- little force needs to apply as always. Was the device closed and repositioned multiple times prior to firing? Ans:- it was repositioned twice. Was the device difficult to fire? Ans:- no. Was the distal transection completed in one or multiple firings? Ans:- one firing required.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line that opened from the contour device? What alternatives did the surgeon consider before doing the colostomy? Was this the initial firing of the contour device or was it reloaded? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings?

Event description:
It was reported that during a case of lar, surgeon was using contour gun and cartridge. He has followed all the steps and got good stapling and cutting. But after that when he was using circular stapler entire staple line got open and he has to do a colostomy to proceed further. The surgery was delayed by 45-minutes.